Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and genital haemorrhage ('eneral abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. {full}, salping {bilateral}, oophorectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, tooth disorder, headache, visual impairment and weight increased had resolved and the bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2009. Patient received treatment for abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, genital bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, dental problems, headaches, vision problem, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, genital bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, dental problems, headaches, vision problem, weight gain. Event outcome added abdominal pain, pelvic pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, genital bleeding, dental problems, headaches, vision problem, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.